Event description:
Procedure: gastric bypass. According to the report: while inside the patient's cavity, the device would not work and upon firing, and the staple guide fell off into the plastic cap of the device. Peri strips were used with this device. A new device was opened and the case was completed. There was at least a 30 minute delay in the case. No abnormal bleeding was noted during the procedure. The stomach was restapled and repaired due to the device not firing. The stapler cut without placing staples. The staff did not know that the staples had come out until they had fired. After firing, the staff were able to back and look at the cap (found the staples/inner piece in the cap). The surgeon had to resect tissue .5-1.0 inch of small bowel and re-do the anastomosis. Patient was not opened, but incision up to 1 inch was created.